Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. The patient was using a tandem t:slim insulin pump at the time of the event. According to the patient, on (B)(6) 2026, prior to going to bed, the patient reported stable glucose readings. After midnight on (B)(6) 2026, the patient awoke with symptoms of nausea and vomiting. Upon checking the insulin pump, the patient noted that insulin delivery had stopped and that the device was displaying a ¿low¿ alert. The patient¿s mother transported him to the hospital. Upon arrival at the hospital, the patient¿s blood glucose level was measured at 467 mg/dl, and he was diagnosed with diabetic ketoacidosis (dka). He was treated with insulin via his pump and IV fluids for nausea and vomiting; however, the specific medications administered were not recalled. Due to the patient¿s condition and medical history as a dialysis patient, he was airlifted to a different hospital in (B)(6), where he received additional IV treatment (specific medications unknown). The cgm sensor was removed during hospitalization, and the patient was admitted for approximately two and a half days. Prior to discharge, the patient was advised to insert a new sensor, after which glucose readings were reported to be within range. At the time of the report, the patient stated that he was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
H2: correction.h6: type of investigation, correction.

Event description:
Subsequent to the initial MDR, a correction is required.